Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Field service engineer (fse) did confirm a loud leaking noise from the back of the unit, examined gas regulator and found a leak. Fse replaced the oxygen regulator assembly. Unit passed performance verification tests. Fse replaced the oxygen regulator assembly. Unit passed performance verification tests. A regulator module was return for analysis. An investigation was performed and the root cause was due to an intermittent leak at the bonnet relief holes. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported loud leaking noise. There was no patient involvement.